Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent up arrow and act button response due to flattened dome switches. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Event description:
The customer reported that the insulin was physically damaged. The reservoir compartment was cracked and pieces were coming off. The insulin pump alarmed button error. Customer's blood glucose level was 116 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.